Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed, opening on radius side assessed, as fold flaw opening. Workmanship was observed, not related to the complaint. For a void observed, in the textured part of the valve event. A further investigation is requested. As per the investigation procedure: creases and wear abrasion was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required for these observations.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 26jul2024. Additional, changed, and/or corrected data: b5; d6a; d6b.

Manufacturer narrative:
The review of the documentation associated to the manufacturing process indicates that all devices with lot number 1198469 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory was observed a void observed in the textured part of the valve and it is classified as a workmanship. Also, the events of deflation was observed, however, the workmanship has not relation to reported complaint. Therefore the event was not confirmed. A review of the current risk documents pfmea-saline bi assy (v4.0) was performed, and the event of voids in valve is a known event, for which current process controls and inspections are established to reduce the incidence of this defect considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with void in valve will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.